Event description:
Patient reported left side ¿developed ibd autoimmune and can only eat food without fiber, terrible diarrhea can¿t travel, can¿t live regular life¿, ¿contracture¿, ¿pain¿, ¿anxiety¿, ¿misery, fear due to cancer causing¿. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5105348. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture, baker grade unknown.